Event description:
The manufacturer received information alleging a ventilator alarmed for a ventilator inoperative alarm condition and the patient required to be manually ventilated with a resuscitation bag. The patient needed to be placed on a different ventilator. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for a ventilator inoperative alarm condition and the patient required to be manually ventilated with a resuscitation bag. The patient needed to be placed on a different ventilator. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.